Event description:
Continuous infusion was due for a tubing change. Tubing change went smoothly, however after 2 hours of the new tubing and filter set running, patient noticed blood had backed up into filter and it was leaking. All connections were tight and leak source was not located.